Event description:
According to the reporter, "it was reported that during the surgery, the surgeon finished the final ligation, but the ligation came untied when he cut the suture by a suture cutter. He couldn't ligature it again so this complaint product remained in the patient's body as is."

Manufacturer narrative:
No product was returned for evaluation at this time. The lot number was not provided for evaluation of production records. The report cannot be substantiated and a cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.